Event description:
On 3/24/2022, it was reported by a sales representative via phone that an ar-1897s transtibial acl disposables kit had a nitinol wire that broke inside the patient. After surgeon inserter the nitinol wire in the femoral tunnel, a screw was placed in. However, while surgeon was screwing in the screw the back wall of the femur blew out and it caused just about 1mm of the nitinol wire to snap. Surgeon made an incision in the back of the knee in an attempt to get access to the nitinol wire but could not. Case was completed using a tightrope and additional screw from another manufacturer. There was a delay in the surgery of roughly one hour and a half. Sales representative could not confirm if additional anesthesia was administer due to delay in surgery. The lot number for ar-1897s transtibial acl disposables kit is unknown as well. This was discovered during a quad acl reconstruction procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.